Event description:
The pt was undergoing a cementless total hip arthroplasty using encore metal-on-metal prosthesis. During procedure, the end of yankauer tip broke off in the femoral canal. The tip was being used to suction irrigation out of the canal. The two broken pieces were retrieved and the surgical area was thoroughly irrigated until no debris was left. No other complications noted.

Manufacturer narrative:
The incident occurred during a total hip replacement. The tip of the yankauer broke off in the femoral canal as it was being irrigated. No info was provided regarding how far it might have been inserted or if pressure was being exerted. The two broken pieces were retrieved without incident and the surgical area was thoroughly irrigated. The incident did not result in any extended length of stay or any post op complications. The yankauer was not returned for evaluation but photos were taken. This device is a single molded part, therefore, no parts exist which can fall off due to mfg defects. The photos show a jagged edge which indicates the defect was not from the molding operation but rather due to physical damage. The origin of the damage is unk but it is most likely to have been created when the yankauer was in contact with another hard surface with a significant amount of force.